Event description:
Phoenix drill bit broken off while performing microfracture. The surgeon removed most of the drill bit but a small piece was left in the bone.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: improper raw material selection, insufficient assembly design, guide design not ergonomic, guide mouth not designed to stabilize guide. Manufacturing: improper assembly design, incorrect raw material used, guide not manufactured to specification. Application: use of excessive force. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
Phoenix drill bit broken off while performing microfracture. The surgeon removed most of the drill bit but a small piece was left in the bone.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.